Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that several weeks post implant the patient presented for a wound check and follow up. The patient stated that for about a week they had some chills and weakness. The device pocket was noted to have pus coming from it and looked infected. The patient was admitted to the hospital and the implantable pulse generator (ipg) was reprogrammed to vvi 30 to monitor the heart rate. The ipg system was explanted due to infection and the patient was treated with antibiotics. An new system will be re-implanted in the future. No further patient complications have been reported as a result of this event.